Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination confirmed that the balloon, was not tightly wrapped and had been subjected to positive pressure. No issues were noted with the balloon material. A visual inspection found that the stent was separated from the balloon material. The stent was noted to be damaged. No issues were noted with the tip of the device. A visual and tactile examination identified multiple shaft kinks.

Event description:
It was reported that the stent was spontaneously released. An 8.0x40x135 cm express ld vascular stent balloon expandable was selected for use. However, the stent was spontaneously released during device manipulation. No complications were reported.

Event description:
It was reported that the stent was spontaneously released. An 8.0x40x135 cm express ld vascular stent balloon expandable was selected for use. However, the stent was spontaneously released during device manipulation. No complications were reported.